Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was discarded. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ball and shaft regions were broken during bone cutting. It was also reported that 10 minutes of procedure extension due to the occurrence of a defect. It was also reported that the procedure was completed with backup product(s). Additional information regarding the event was being followed-up. On follow up, it was confirmed with the health care professional that there was no patient or staff impact and no fragments left inside the patient, status of the patient after the operation was no impact on the patient.